Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the calcified circumflex (cx) artery. Access was gained through the right femoral artery. The lesion was predilated with a 2.5x9 mm maverick balloon. The physician attempted to place a 3.00x24 mm taxus express2 drug eluting stent in the cx when he noticed the die was leaking. The stent was removed and another 3.00x24 mm taxus express2 drug eluting stent was used. When attempting to inflate this stent, the sides of stent inflated or dog boned. The physician continued to try and take it up and down, but had no success. When pulling back, the stent dislodged into the left main (lm). Then the physician inserted a 1.25x20 mm maverick balloon into the dislodged stent, inflating the balloon up to 5 atms. The stent was then advanced and placed in the cx. The event is believed to be caused by the sharply calcified lesion. Medications used: versed, heparin, fentanyl, angiomax, nipride, and integrilin. Pt status reported as "ok".